Event description:
It was reported that a large volume infusor leaked. This malfunction occurred before use. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The lot was manufactured on may 9, 2014 to may 10, 2014. The sample was not received; therefore, a sample analysis could not be performed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information is obtained, then a follow-up MDR will be submitted.